Event description:
It was reported that the pressure line was not alarming when the line goes flat. The device was in use on a patient at the time of the reported issue. No death, or patient/user injury or harm was reported.